Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2016 with the following findings: the display screen was blank when the pump powered up. A test screen replaced the display screen and was found to be functioning properly. The battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was blank and the battery compartment was cracked. This report is made based on results of investigation completed on 06/01/2016.